Manufacturer narrative:
(B)(4) no pre-dilatation. There were no reported product deficiencies. The reported patient effects of angina and stenosis/restenosis, are listed in the xience v instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. It was reported that the xience v was implanted via direct-stenting (no pre-dilatation). It should be noted that the IFU (delivery procedure section) instructs the physician to pre-dilate the lesion with a percutaneous transluminal coronary angioplasty (ptca) catheter. In this case, it is unknown if the reported IFU deviation directly caused or contributed to the reported patient effects.

Event description:
It was reported that on (B)(6) 2011, the patient had a direct stenting procedure of the mildly tortuous, 90% stenosed, eccentric, circumflex artery, a 3.0 x 12 mm xience v stent was placed at 12 atmosphere (atm) for 15 seconds. Post dilatation with the same stent delivery system balloon at 16 atm for 15 seconds and confirmation using intravascular ultrasound (ivus) completed the procedure. In (B)(6) 2012, the patient presented with exertional chest pain and underwent computerized tomography (CT) and a coronary angiography procedure. Restenosis was noted in-segment and at the distal stent area of the 3.0 x 12 mm xience v. A 3.0 x 16 mm non-abbott stent and a 3.0 x 18 mm xience v were used as treatment. The post-procedure patient results were reported as less severe. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. Though requested, no additional information was provided.